Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient contacted the rep stating she has been involved in a car accident on (B)(6) 2018 and when she went to use her ins it "didn't feel quite right" and that the programmer and recharger didn't communicate as quickly as it had before the accident. The rep has an appointment scheduled on (B)(6) 2018 to thoroughly evaluate the system. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that there was a therapy concern, and the patient was seen on (B)(6)2018. There stated that the ins was easily interrogated and updated with lead and extension information. They noted that impedances were found within normal limits at 1.5v. The rep stated that the patient typically felt coverage from posterior mid-thoracic to their feet, but now they felt it from their waist to their feet. The rep created group b to provide coverage from the patient¿s mid-thoracic area to their feet. They noted that the patient was satisfied with the coverage. No further complications were reported or anticipated.